Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a gold blade did not work well to remove screws during an emergent return to the operating room for an unknown reason. The device was returned and the tip is fractured. Attempts have been made and no further information has been provided.